Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and broken battery tube threads.

Event description:
It was reported that the act and esc buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 120 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.